Event description:
No additional information regarding the event is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to be unable to perform the up down motion of the ratchet. The comb, side plates, bearings, carrier guide, roller, gear, shoulder bolts, and cap nuts were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing, the ratchet handle was not able to move up and down. No harm or delay were reported as it relates to this event. There were no adverse effects associated with this malfunction. Due diligence is complete and there is no additional information.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.